Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq1362 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had his powerpicc inserted on (B)(6) 2018 in the right brachial vein without any issues. The patient went home on a sapphire pump for antibiotic delivery, coming in to the clinic once weekly for a dressing change and pump maintenance (tubing change, etc.). On (B)(6) 2018 the patient presented to the clinic with his sapphire pump alarming "downstream occlusion" while his pump was trying to deliver his dose. It was apparently working fine when the pump was on kvo which runs at 2.1 ml/hr. It was noted that when the patient had his arm raised above his head the PICC was allegedly unable to be flushed at all, but when his arm was down it flushed great with brisk blood return noted. However as soon as the patient lifted his arm back up the pump would begin to alarm again. He was discharged from the clinic and staff requested he keep his arm down, especially while his doses were running. He returned back to the clinic on (B)(6) 2018 for his regular maintenance and the PICC was leaking at the exit site during flushing. The PICC was then removed and the catheter was noted to be fractured at the 10 cm marking. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 10cm depth marking. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned and centered about a permanent kink impression. The crack ends terminated at the corners of the kink impression. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An additional permanent kink impression was found near the 8cm depth marker. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recq1362 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had his powerpicc inserted on (B)(6) 2018 in the right brachial vein without any issues. The patient went home on a sapphire pump for antibiotic delivery, coming in to the clinic once weekly for a dressing change and pump maintenance (tubing change, etc.).on (B)(6) 2018 the patient presented to the clinic with his sapphire pump alarming "downstream occlusion" while his pump was trying to deliver his dose. It was apparently working fine when the pump was on kvo which runs at 2.1 ml/hr. It was noted that when the patient had his arm raised above his head the PICC was allegedly unable to be flushed at all, but when his arm was down it flushed great with brisk blood return noted. However as soon as the patient lifted his arm back up the pump would begin to alarm again. He was discharged from the clinic and staff requested he keep his arm down, especially while his doses were running. He returned back to the clinic on (B)(6) 2018 for his regular maintenance and the PICC was leaking at the exit site during flushing. The PICC was then removed and the catheter was noted to be fractured at the 10 cm marking. No patient injury was reported.